Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative results when testing an ab positive donor segment in mts a/b monoclonal grouping cards lot 112619057-04. Unit# (B)(6). Results in mts gel card: 4+ for anti-a and neg for anti-b. Relevant information: issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: anti-b well. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes on alternate vision (50002581) with alternate card lot (012420057-01- see mxp (B)(4)) method/result obtained by repeating: vision - negative as well. Sample ID: (B)(6). Number of samples affected? 1 donor unit. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? 31-aug-2020. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Was the vial freshly opened? Na. Customer repeated testing on alternate vision and alternate card and got the same result. Customer also tested utilizing manual tube testing. Results - (4+ anti a and weak positive on anti-b at immediate spin, customer incubated 15 minutes and anti-b result increased to 1+). Ortho reagent lots: anti a bioclone, anti-b bioclone. Donor center asked for unit back and retyped using: competitor's gel results 4+ on anti-a and 3+ on anti-b. Bench with competitor's reagents, 4+ on anti-a and 2+ on anti-b. Qc testing was acceptable. Customer is requesting follow up as they are concerned over the lack of reactivity in gel and low reactivity in tube testing. Donor center has the unit in quarantine (red cell unit and plasma - 26 day shelf life) customer requests follow up if additional testing or sample will be required.